Event description:
The customer reported that the central nursing station (cns) did not alarm for an ectopy. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nursing station (cns) did not alarm for an ectopy. Print outs of the event were sent in for clinical review. No patient harm was reported. Investigation summary: the print outs of the event were reviewed by a nihon kohden clinical application specialist. It was determined that the heart rate did not meet the threshold that was set for an alarm to be exhibited. Attempts were made to contact the customer regarding the issue but were never answered. A voicemail was left on 1/7/2021. No other information was provided. Review of the service history for this cns shows this is an isolated incident. There was no recurrence history of the reported event for this device. There was no indication of a device malfunction.

Manufacturer narrative:
The customer reported that their central nursing station(cns) did not alarm for an ectopy. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/29/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/02/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/03/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported that their central nursing station (cns) did not alarm for an ectopy. No patient harm was reported.